Event description:
Reportedly, lines are displayed on the screen of the subject programmer.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, lines are displayed on the screen of the subject programmer.